Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving lioresal (baclofen) 4000 mcg/ml for a total dose of 781.2 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a catheter event occurred and was confirmed. It was noted that they are replacing the pump due to normal elective replacement indicator today ((B)(6) 2017). The manufacturer representative reported they were unable to aspirate from the catheter. Rep stated they had performed the back table prime and has hooked up the pump to the catheter. The reason for the call was rep wanted to know if they need to perform a bridge bolus since the drug concentration was changing from 4000 mcg/ml to 2000 mcg/ml. The new concentration and total dose is lioresal (baclofen) 2000 mcg/ml for a total dose of 781.2 mcg/day. It was reviewed they will need to perform a modified bridge bolus and the catheter volume was 0.1474 ml, bolus amount was 589.6 mcg, and the bolus duration is 18 hours and 7 minutes was also reviewed. The rep was to follow up with healthcare professional (hcp). No symptoms were reported. Event date was noted as (B)(6) 2017. It was later reported that they could not program the modified bridge calculations that were previously supplied to them. Pertinent information was reviewed and rep was then able to successfully program the modified bridge utilizing priming bolus mode and the calculations documented above. No further complications were reported/anticipated. It was later reported from manufacturer representative (rep) on 2017-may-24 reported that they were calling to get more information on the event. It was later reported on 2017-may-30 that the patient's managing physician initially reported the event. The rep stated that the pump serial number was (B)(4), and the programmer serial number was unknown as the programmer was the clinic's. The rep confirmed that no other troubleshooting had been performed regarding the inability to aspirate the catheter or difficulty programming the bridge bolus. The rep stated that the catheter was replaced on (B)(6) 2017 and the bridge bolus was successfully programmed during the phone call with tech services. The rep clarified that there was no issue programming the bolus, and assistance was only requested to see if there were other/better ways to perform the programming. The reported that the cause of the inability to aspirate the catheter was unknown, and further clarified that there was no cause for the bolus difficulties and technical assistance was requested to determine the best programming method. The rep did not know the patient's weight at the time of the event and had no further information regarding this event. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.